Manufacturer narrative:
(B)(4). Approximate age of device - 1 year, 2 months (calculated from date of issue to the patient). The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient awoke to alarms and exchanged the external 14 volt li-ion batteries due to the green arrows on the system controller being off and the screen being black. The patient had reportedly been sleeping soundly and was not awakened by the alarms. Upon review of the event history, it appeared that the patient did get the expected 15 minute warning alarm, followed by a 5 minute alarm, followed by a no external power alarm and then the pump off alarm. The vad coordinator noted that when the system controller¿s 11 volt backup battery became depleted, a time clock reset event occurred due to a loss of power. It was at this point that the patient had awakened feeling weak and saw that the green arrows on the system controller were not on and changed to another set of external batteries. The system controller¿s green arrows illuminated and the screen display reportedly turned on after the batteries were exchanged. The patient¿s system controller log file to the manufacturer¿s technical services representative for analysis. The log file contained data from (B)(6) 2016 (per the time stamp). The recorded data indicated that on (B)(6) 2016 at approximately 09:28 am, the system was connected to fully charged external batteries. The same batteries continued to power the system for approximately 14.5 hours and on (B)(6) 2016 at 23:57, a low battery advisory alarm occurred. On (B)(6) 2016 at 01:45 am, a low battery hazard alarm was recorded and the system controller reverted to power save mode. At 01:56 am, a low battery hazard alarm was recorded when the battery on the black power cable became depleted and at 01:57 am, a low battery hazard alarm was recorded when the battery on the white power cable depleted. The system controller¿s 11 volt lithium-ion backup battery (ebb) activated and continued to power the system until it was completely depleted. After an unknown time period, the system controller was connected to a viable power source after which the clock reset and the pump resumed normal operation. Based on the log file data, it could not be determined how long the pump was stopped. Subsequent events recorded in the submitted log file indicated that pump function resumed as expected with power. The follow-up information provided stated that during a self-test, the system controller alarms appeared to remain muffled, even after the speakers were cleaned. The system controller was replaced due to the patient not having being aroused from sleep when the alarms were sounding.

Manufacturer narrative:
The system controller was not returned for evaluation. The report of a pump stop due to depleted batteries was confirmed based on the information contained in the submitted log file; however, the report of muffled alarms could not be determined based on the log file information. As a result, the root cause could not be determined. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.